Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified a broken shell. Device patch with lot (or catalog/ batch) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured implant exchange and "completely disintegrated" rupture. The device has been explanted.